Event description:
Catheter was used successfully to treat the sfa and proximal at. The laser catheter was removed as well as the wire then reloaded to treat the distal at. The catheter was flushed prior to reintroduction however, the wire was not lubricated. After treating the distal at, the physician attempted to remove the catheter over the wire and realized that it was stuck and would not pull back. After a considerable attempt to remove the catheter, it was necessary to withdraw both devices together, upon removal, the physician found that the catheter was stuck to the wire and badly damaged from the attempts to remove it.

Manufacturer narrative:
Device was evaluated (B)(4) 2013, during evaluation, it was noted that the turbo elite catheter was badly damaged and glass fibers were exposed in several places throughout the catheter. Due to this discovery, it was determined to report this issue based on the possibility of harm that may be present from the severity of the damage exposing the glass fibers inside the body of the patient. No patient injury was reported in this case.